Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a gastro tube. The customer reports the shaft of the entristar split and was leaking stomach contents on to the patient. The patient was admitted to the hospital. An attempt was made to remove the device and the top of the entristar was loose, leaving the remaining part just visible in the peg tract. The customer reports they did manage to remove the remaining shaft and retaining part through traction.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.